Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was noted that the right ventricular (rv) lead exhibited varying capture thresholds and noise. No intervention was reported.

Event description:
Additional information received indicated that there is a recurrence of high capture threshold on the right atrial (ra). The ra lead was capped on (B)(6) 2023 and was replaced. The patient was in stable condition.